Manufacturer narrative:
H.6. Investigation: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the instrument was unclean, causing it to malfunction. Upon completion of the instrument was cleaned and the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. H3 other text : see h.10

Event description:
It was reported that the bd sedi-40 would not read the results during use. The following information was provided by the initial reporter: "in 4 from 20 canals sedi does not read the result, in the rest of them it does not reads the results accidentally"

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd sedi-40 would not read the results during use. The following information was provided by the initial reporter: "in 4 from 20 canals sedi does not read the result, in the rest of them it does not reads the results accidentally."